Event description:
Same case as MDR ID:2134265-2015-02618. It was reported that a guidewire fracture occurred. The target lesion was located in the left anterior descending artery. After a successful ablation with a 1.25mm burr, the burr was replaced with a 1.50mm rotalink¿ burr. A 330cm rotawire was also selected for treatment. Upon platforming, the rotation speed was set at 170,000rpm; however, it was observed that the burr burred through the wire and cut the wire in half. The wire was then replaced with another of the same device; however, it was unable to load the burr. The procedure was stopped since there were no available 1.50mm and 2.0mm burrs. The procedure was then rescheduled the following day. The device never entered the patient and there were no patient complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).